Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power on) was confirmed to contamination on ca board component j502 and j101. The monitor was displaying a service code 104 and unable to pass detect and treat testing. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.